Event description:
Overdelivery reported: the pump was programmed to deliver milrinone (2omg/50ml) at 2.1ml/hr for 24 hrs. After 18.6 hrs the total 50ml had infused. The pt's vital signs were monitored throughout the infusion per standard pre-op protocol. The pt's vital signs remained within normal limits "for the pt". The physician was notified of the overdelivery, but no orders were given due to the pt's vital signs remaining within normal limits. No report of any adverse sequelae. No further info is available.